Event description:
Medtronic insulin pump serial number (B)(4). Ineffective delivery of insulin due to crack in casing of the pump housing around the insulin reservoir-3rd time. My insulin pump continued to malfunction either by giving me too much insulin resulting in low blood sugars, or too little insulin resulting in hyperglycemia in the course of using it over the last 2 months. The housing unit for the insulin reservoir started to crack again for the 3rd time in the last 2 years. Medtronic refused to address this issue, while wanting to charge me for the replacement of defective pump, or up sell me on a new device.